Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege: patient was implanted with a depuy pinnacle mom hip on her left side on (B)(6) 2008. Patient has not had a revision of her pinnacle hip but constantly lives with the pain associated with the implant. Doi: (B)(6) 2008 - dor: unk (left side). Litigation papers received. Litigation alleges that the patient suffers from discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. A femoral head is now being reported. Ppf has no new allegation(s) reported. Implant sticker was also received in which part and lot number determined that was used in primary implant date.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.